Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient had a ventricular tachycardia (vt) storm occur. The pacing stopped with in appropriate shock, but it immediately recurred. The waveform that considered to be pacing failure after inappropriate shock was also confirmed. It was thought perhaps blood pumping could not be performed properly for less than ten minutes. It was noted that the physician¿s thought of causality/relationship to patient death was due to the vt storm.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained from follow-up that there was no inappropriate treatment from the implantable cardioverter defibrillator (ICD) system. Additionally, pacing was performed but failure to capture the heart was due to patient condition.